Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit caused pressure ulcer and a potential suspected deep tissue injury. It was stated that they called it "user error" and conducted education on proper application technique and site change requirements. The customer reported that the concern was the pressure that was put on the sensor with the strap and along with the strap.